Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 6.0 and 7.8 mmol/l. Tests were done within 5 minutes with a difference of 23%. Patient did not experience any adverse events. No further information has been reported.